Event description:
Additional information was received. The rep reported their colleague was able to see the patient yesterday and verify that their charger and battery were working properly. They had no difficulty getting good coupling with the device. The patient had inadvertently turned off their device and then fell and became very anxious and unable to charger their device or even turn it back on. As the family thought, the patient was unresponsive and was taken to the hospital and all the tests were normal- specifically the CT brain scan was okay. All the vital signs were normal and their eyes were open though they weren't speaking. After the device was turned on, the patient immediately stopped shaking and began to speak. No further complications are anticipated as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was having difficulties charging and it was taking too long, the coupling varied from 0-2 up to 8 bars noted. The patient was not receiving therapy due to discharge state, the patient though they were recharging but it appeared as though she may not have known how. It was reported that the ins was too deep, swelling which may be the cause of the poor coupling. The caller noted the pocket is the same used as a pc battery. A neighbor was helping the patient with the process of recharging and they kept resetting the ins recharger when 0 coupling bars were noted. After the stimulation was turned on the patient became what appeared to be similar to overstimulated. The ins was immediately turned off again. Shortly after the patient became unresponsive and an ambulance was called. Son of patient was very upset for recharging issues and patient's current condition, and may call back to speak with someone. There were no further complications reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.